Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. Investigation summary: according to the information provided, it was reported that during a shoulder arthroscopy for rc repair, the wire broke during the anchor insertion. The complaint device was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that an invalid lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the correct lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy procedure treating the rotator cuff on (B)(6) 2021, it was observed that the wire on the 4.5 healix ti anchor w/ocord device broke upon insertion. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.